Manufacturer narrative:
A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product device was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device and initial reporter also sent report to FDA are unknown. No information has been provided to date.

Event description:
It was reported that the tubing under infused by 30 milliliter (mls). No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection: the returned unit was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. No damage was found on the components. Functional testing: the sample was set for accuracy testing using a pump to look for unusual function. No discrepancies were detected on the sample, the test successfully passed. Results: the failure mode reported is not confirmed. Root cause of the reported issue is unknown, and no action will be taken as the failure mode reported is not confirmed with this investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: h4: correction: device manufacture date: updated, h5: correction: labeled for single use: yes.